Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. No further info was provided.